Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and mobile application. Also, the customer reported the discrepancy between the sensor glucose and blood glucose, the change sensor alert, the sensor updating alert, and the carelink login issue. The customer reported a blood glucose value of 176 mg/dl and a sensor glucose value of 55 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7040ma, mmt-7040ma, mmt-6102, and mmt-7333. Troubleshooting was partially performed for the communication issue, and the communication issue was resolved. Troubleshooting was not performed for the sensor glucose vs. Blood glucose, and the sensor glucose vs. Blood glucose difference was not within the target range. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma, mmt-6102, and mmt-7333. Mmt-7040ma was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings place under microscope and found sensor flex damage. See attached file for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for high readings, found sensor damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.